Event description:
The pump was returned for investigation. Investigation revealed contamination on the keypad button contacts, damaged battery compartment and a discolored display screen. This report is made based on results of investigation completed on 06/01/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/01/2015 with the following findings: device evaluation: the display screen was noted to be dim and discolored. The contrast button, which does not affect insulin delivery, had intermittent response. The keypad cover was removed for investigation and revealed contamination on the contact of the contrast button.